Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7082210. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 588539.

Event description:
It was reported that the patient was having loss of stimulation due to lead migration. The patient underwent a lead replacement procedure wherein the implantable pulse generator was also replaced due to an unknown reason.